Manufacturer narrative:
(B)(4). Approximate age of device ¿ 70 days. The pump and accessories were not returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced numerous unspecified post-operative complications related to healing, nutrition, possible stroke, and cognition. The pump was reportedly functioning properly. The physician felt that the patient was not going to improve to their pre-implant status; therefore, in according with the patient's documented wishes, the patient's family decided to turn the pump off. The patient expired on (B)(6) 2015. The only cause of death reported was cardiopulmonary arrest. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation, as the pump was turned off and was not explanted. The patient¿s equipment was also not returned. A correlation between the device, and the reported possible stroke, and the patient's expiration could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The pump was reportedly functioning properly. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.